Event description:
It was reported that a tandem mobi cartridge alarm occurred. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to the customer¿s blood glucose level. Technical support confirmed the issue and decided to replace the pump. The customer was instructed to use multiple daily injections as a backup therapy to ensure insulin delivery continued uninterrupted. Technical support provided guidance on storage mode and arranged for a replacement pump to be sent, with instructions for returning the problematic pump within 10 days using a pre-paid label.